Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. While inserting a penumbra coil 400 into the microcatheter, the penumbra coil 400 became kinked. The penumbra coil 400 was removed and was not used in the patient.

Manufacturer narrative:
Result: the coil was still attached to the pusher assembly and the proximal pet lock was intact. The pusher assembly was kinked approximately 5.0 cm from the proximal end at the hypotube tab. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra coil 400 was kinked at the detachment segment. The damage was not found until the coil was being loaded into a microcatheter. Evaluation of the returned product confirmed a kink in the proximal end of the pusher assembly. This type of damage usually occurs if the device is improperly handled during removal from the packaging, during preparation for use, or insertion into the patient. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.